Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while prepping for a demo, the system was unable to track the spheres on an instrument. The medtronic representative (rep) reseated the ethernet cabling chain at the bulkhead interface within the camera cart mast, and the issue was resolved. No patient was present. Troubleshooting information was provided. Another medtronic representative (rep 2) inspected the ethernet cabling chain within the camera cart mast and found the cabling around the bulkhead was bent.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735843 h3: a medtronic representative went to the site to test the equipment. Testing revealed that the camera ethernet cord was replaced. The navigation system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned cable and connector and no damage was found. They passed continuity tests with no opens or shorts. No failures found. H6: b01, c02 and d02 apply to the system checkout. B01, c19 and d14 apply to the concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.